Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide catheter: launcher 6fr ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty or leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the mid left anterior descending artery with no tortuosity, heavy calcification and 99% stenosed. An unspecified guide wire was advanced to the lesion and a 1.5x12mm rx trek balloon dilatation catheter (bdc) used for pre-dilatation. A 2.5x15mm rx trek bdc was then advanced without any resistance noted; however, the balloon failed to inflate. When negative pressure was pulled, blood was observed to be coming into the indeflator. The bdc was simply withdrawn from the patients anatomy. A same size non-abbott bdc was used to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure. No additional information was provided.